Event description:
A customer reported that during a procedure, when the system was in coagulation function, no effect was seen in the eye. The console was exchanged and the case was completed. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. The company representative tested the customer's blue cautery cables and found two defective cables. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).